Event description:
A customer reported a cartridge change error on their out-of-warranty pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean various parts of the pump and attempt to load the cartridge again, but the error persisted even with a new cartridge. As a result, technical support decided to replace the pump.